Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 508 mg/dl and insulin pump allege under delivery. Customer was using insulin pump system within 48 hours of reported high blood glucose event and diabetic ketoacidosis. Customer's family reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event and diabetic ketoacidosis. The customer was treated with manual injection and insulin drip. The insulin pump will be returned for analysis.